Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. Troubleshooting indicated that the pump was functioning as intended.